Manufacturer narrative:
The pump was received with a button error alarm and no button response due to the corroded keypad traces. The pump was also received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 200 mg/dl. Customer was sitting out in a park and the pump was in his back pocket. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.